Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair. Per the operative report, "the incompetence was certainly improved, but I was not satisfied that this was a reliably adequate repair so I took this repaired area and placed a 29 mosaic to affect the closure line. Indeed, again, this did improve the mitral regurgitation and the ventricle was distended, not to the extent that I was satisfied with. Because of difficulty visualizing and uncertainty regarding the true mechanism of the mitral regurgitation I took the repair down..."

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.